Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station failed to launch the application, displaying an unexpected data error occurred message. A technical support specialist (tss) dialed into the station and identified the database was in a suspect state, preventing any modifications or emergency recovery actions. The tss backed up the database files, removed them via ssms, and deployed a blank database through application repair. A full synchronization was then performed and completed successfully without errors. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station failed to launch the application, rendering the med application inaccessible. The system displayed an error message stated unexpected data error occurred. Dsclientoltp. Although the station appeared online, it was currently unusable due to the application failure. However, there were no delays or adverse events or injuries reported based on this event.